Event description:
Reportable based on device analysis completed on (B)(4) 2014. It was reported that shaft kink occurred. The 80% stenosed, 23x2.7 mm, eccentric and de novo target lesion containing a >45 and <90 degree lesion bend was located in the moderately calcified and severely tortuous left anterior descending (lad) artery. Following a 0.014mm unspecified guide wire, a 2.50mm x 20mm maverick²¿ balloon catheter was selected for use and advanced to predilate the target lesion. Upon advancing, resistance was felt. It was noticed that the shaft was kinked and could not reach the lesion. The physician then selected to dilate the proximal lesion with the balloon. The device was removed and the procedure was completed with a different device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed shaft break.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a maverick 2 balloon catheter with a carrier tube (hoop). There was contrast on the hypotube and in the inflation lumen and balloon. The balloon was loosely folded. There was complete hypotube separation 27.5cm from the strain relief. The hypotube fracture surfaces were ovaled, which suggests the device was kinked prior to separation. Inspection of the remainder of the device presented no other damage or irregularities. There was no evidence of any material or manufacturing deficiencies contributing to the damage or reported event. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).